Event description:
Pt undergoing MRI when the IV extension tubing split during a power injection; pt did not receive any contrast. The tubing was removed and saved in MRI. New tubing was connected and the pt was re-injected without incident. There was no injury to the pt.